Event description:
Event description guidant received information that this pacemaker had an elective replacement indicator since november. The device has been at high outputs in the ventricles due to high left ventricular thresholds. The device was replaced and returned for analysis after 27 months of implant.